Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy tests") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 months after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), myalgia ("muscular pains"), the first episode of arthralgia ("joint pains"), nasal dryness ("dry nose"), loss of libido ("loss of libido"), weight increased ("weight gain"), fatigue ("chronic fatigue"), the second episode of arthralgia ("hip pains"), hot flush ("hot flushes"), hyperhidrosis ("excessive sweatiness"), gastrointestinal sounds abnormal ("noisy belly"), stool analysis abnormal ("not completely digested food in stools"), amnesia ("loss of memory") and menstruation irregular ("irregular periods"). The patient was treated with surgery (removal date to be planned). At the time of the report, the allergy to metals, myalgia, nasal dryness, loss of libido, weight increased, fatigue, the last episode of arthralgia, hot flush, hyperhidrosis, gastrointestinal sounds abnormal, stool analysis abnormal, amnesia and menstruation irregular outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, fatigue, gastrointestinal sounds abnormal, hot flush, hyperhidrosis, loss of libido, menstruation irregular, myalgia, nasal dryness, stool analysis abnormal, weight increased, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: actual state of the patient: nickel allergy tests, removal date to be planned.no further information was expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals the analysis in the global safety database revealed 347cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.